Event description:
The surgeon reports performing cataract surgery with implantation of the akreos mi60g intraocular lens in the right eye. One day postoperatively, the pt's visual acuity was 20/20. Approximately two weeks postoperatively, the pt's visual acuity was 20/30 and the pt presented with a cloudy substance similar to fibrin appeared on the front of the optic affecting the pt's visual acuity. A yag laser was applied and the pt's vision has improved. The pt was prescribed an anti-inflammatory and antibiotic regimen.